Event description:
It was reported that cadd prizm pcs ii pumps ( model 6101) had faulty software that gave rise to high pressure error messages. The operator noted that there was no pressure problem. The operator tried re-seating the cartage and cold booting the pumps to no avail. The issue was resolved after the operator switched to a new pump while using the same cartage. No patient injury or complications were reported in relation to this event.